Event description:
It was reported that the foot pedal was sticking. A maestro 4000 footswitch was selected for a ablation procedure. However it was noted that the foot switch was sticking coming out of ablation. No patient complications were reported.

Manufacturer narrative:
The rf foot switch was returned for evaluation. The foot guard was in overall good physical condition and the strain relief guard over cord was in good physical shape. No damage to cord's insulation jacket was found. Pedal presses down evenly with normal clicking sound. Connector to maestro is damaged. Pins straight. Grounding shield is flattened. It won't be able to connect into a maestro generator. Using an ohm meter, the foot switch was placed on the floor and activated. The switch turned on off with no issues. The cord was pulled and flexed along the length and near the connector and pedal's strain reliefs. No issues observed. There were no electrical or mechanical failures were found with this foot switch. It passed all testing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that the foot pedal was sticking. A maestro 4000 footswitch was selected for a ablation procedure. However it was noted that the foot switch was sticking coming out of ablation. No patient complications were reported.

Manufacturer narrative:
The rf foot switch was returned for evaluation. The foot guard was in overall good physical condition and the strain relief guard over cord was in good physical shape. No damage to cord's insulation jacket was found. Pedal presses down evenly with normal clicking sound. Connector to maestro is damaged. Pins straight. Grounding shield is flattened. It won't be able to connect into a maestro generator. Using an ohm meter, the foot switch was placed on the floor and activated. The switch turned on off with no issues. The cord was pulled and flexed along the length and near the connector and pedal's strain reliefs. No issues observed. There were no electrical or mechanical failures were found with this foot switch. It passed all testing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that the foot pedal was sticking. A maestro 4000 footswitch was selected for a ablation procedure. However it was noted that the foot switch was sticking coming out of ablation. No patient complications were reported.